Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were false pause episodes noted due to a loss of sensing of the device. Technical support was contacted and stated that it was likely due to a loss of tissue contact. A software upgrade is anticipated to resolve the loss of sensing and the patient was stable with no consequences.